Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that minimum fill notifications occurred after filling multiple cartridges with 120-130 units of insulin. The customer¿s blood glucose level ranged from 107-188 mg/dl. Additionally, the insulin gauge was inaccurate. Reportedly, a new cartridge was loaded successfully and insulin delivery was resumed.